Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient's information, event date, and revision surgery. The patient's age at the time of the event was 38. The event date was (B)(6) 2019. The patient underwent unilateral removal without replacement for the left side, and the patient currently has a breast implant only on the right side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, device extrusion, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a revision breast augmentation with a 425cc mentor memorygel breast implant and experienced postoperative left-sided rupture, extrusion, and device migration. The diagnosis was confirmed by a healthcare professional. The patient reported that her left breast implant was bottomed out, and gel leaked through the opened incision scar. As a result, the patient underwent removal without replacement in (B)(6) 2019.